Manufacturer narrative:
As part of normal complaint follow-up an investigation was performed at mako surgical. The surgeon stated that the pt's diagnosis was patella bursitis (not related to the mako device). Some surgeons choose to exchange the polyethylene component during routine procedures unrelated to the original makoplasty event. This has been seen most commonly with surgeons opening the joint to perform an incision and drainage procedure to remove or proactively treat infection. No other incidents were reported from this case related to the implants. It was determined that the surgeon most likely chose to exchange the polyethylene component as a preventative measure to avoid for possible debris or for the possible introduction of any infectious materials. A polyethylene component exchange is a relatively easy procedure which is why a lot of surgeons do it when they already have the joint exposed for other reasons. Mako surgical is filing this MDR in an abundance of caution in order to ensure visibility to an event that occurred during a procedure that utilized the rio application. As noted above, the issue was due to patellar bursitis unrelated to the mako implants used in the original surgery.

Event description:
The surgeon performed a partial knee arthroplasty using mako's tactile guidance system v.2.0 (rio) and restoris mck unicondylar knee system on (B)(6) 2011. On (B)(6) 2011 the surgeon was performing a procedure on the same pt to explore a possible opened arthrotomy. During that procedure the surgeon decided to replace the 6x8 mm insert as a preventative measure. All original mako implants (tibia baseplate and femoral condyle) stayed in place and were secure. Only the polyethylene component was changed. The surgeon stated that the diagnosed was patella bursitis.